Manufacturer narrative:
(B)(4). The pump was received with partial display. Unable to perform the displacement test and self test due to partial display. Pump was cut open to perform visual inspection and found cracked lcd glass. Additionally moisture damage was noted on pcba 1, pcba 2, motor and force sensor. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, serial number label missing, cracked retainer, retainer knit line damage, end cap address label missing, pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay, scratched lcd display window and missing display window cover. Cosmetic damage was confirmed at lcd display window. Missing serial number label and end cap label confirmed. Partial display confirmed due to cracked lcd glass. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump screen broken and the sticker cam off. Troubleshooting was performed. Customer confirmed that the retainer ring was not damaged. Customer also confirmed that the reservoir and infusion set does not showed any signs of damage. Customer was advised that the pump will be replaced. No harm requiring medical intervention was reported. The insulin pump was returned for failure analysis.